Event description:
It was reported that technical services (ts) was contacted with a request to discuss programming options for a treadmill test. Ts noted monomorphic ventricular tachycardia (vt) episodes which were treated by anti-tachycardia pacing (atp). One of the episodes involved one-to-one conduction between the atrium and ventricle, leading to inappropriate atp and inappropriate shocks. Ts discussed programming options. The non-boston scientific left ventricular lead used for his bundle pacing is considered off-label use. The device and leads remain in service. No adverse patient effects were reported.